Event description:
It was reported that the ventilator graphic user interface (gui) upper display was malfunctioning. Although requested, it is unknown if there was patient involvement. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and completed a field action 9.4¿ to 10.4&quot; graphic user interface (gui) upgrade to correct the reported issue. The fse installed all kit components, and complete all required testing as per the manufacture¿s specifications for an annual post maintenance. The unit passed all tests, and it was operating within the manufacturing specifications.